Event description:
The surgeon had to explant a icm120v4(-0.8.50) implantable collamer lens, due to the lens had an inadequate vault and replaced it with a larger icm 125v4(-08.50) lens. It was reported that the original incision was not enlarged and no suture needed.